Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator displayed an error warning light and experienced a ventilator inoperable (inop) condition. At this time, it is unknown if there was any patient involvement associated with the reported event.